Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-01897 and 1225714-2013-01898. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced an event that was sudden in nature and the patient expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-01897, 1225714-2013-01878.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.